Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the threads onetouch ultrasoft lancing device are damaged. The medical surveillance specialist (mss) spoke with the lay user/patient on (B) (6), 2010 and obtained the following information: the patient alleged that the issue began on the early evening of either (B) (6) or (B) (6), 2010. The patient indicated she tests four to five times daily. To manage her diabetes, the patient stated she takes a set dose of novolog insulin in the morning and a set dose of levimir insulin (27 units) in the evening. Immediately after the product issue occurred, the patient corrected the previous report and clarified she took less than 20 units of her levimir insulin in the evening. Approximately one to two hours after the alleged issue began, the patient claimed she developed a headache, felt shaky, and passed out. After regaining consciousness on her own (time not known) the patient corrected the previous report and clarified she administered self treatment by consuming food and drink. The patient indicated she felt better after treatment; however, clarified she continued to administer her insulin the following day, without testing her blood glucose. A replacement lancing device was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal could not be loaded properly. A replacement was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
(B) (4). The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. Found that the lancing device was cracked/broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.